Manufacturer narrative:
H3: product analysis: visually, there was no damage in the construction of the device. There was no damage to the packaging carton and the wire harness was still wrapped in paper tape. A syringe was used to inject 20cc of air into the cuff balloon and there were no issues during inflation of deflation. The cuff was re-inflated and deflated multiple times and no leaks were observed. There was no deformation in the cuff when inflated and the inflation pilot balloon inflated as intended. For further analysis, a leak test was performed by submerging the cuff and inflation assembly underwater and no bubbles (leakages) were observed. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6: codes updated. Previous applied fdm b17 codes are not applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by health care professional that during the laparoscopic surgery of the thyroid gland the patient gasped; the anesthesiologist thought that the cuff of the emg tube leaked air, but it wasn't solved after inflated. A second endotracheal tube was tested, and it was found that there was still an air leak when inflating it outside the body. The anesthesiologist inflated it outside the body, but the surgeon still felt that the small external airbag was not inflated enough after inflating, and suspected that there was still a leak. To continue with the procedure, it was replaced with another brand of endotracheal tube. There was no patient injury. Additional information received on follow-up there was no test in vitro, but after inflating inside the body, the pressure feedback of the small cuff outside was normal. The patient had no obvious discomfort. The anesthesiologist judges not by how much air is injected, but by the pressure feedback of the small outer cuff close to the tip of the nose (standard of anesthesia). Because each person's airway is different in thickness, the amount of gas required is different. The indoor air is used, which is inflated with an ordinary syringe, which is uniform. The operation was halfway through. The anesthesiologist discovered it in time, and hypoxia and saturation drop had not yet occurred. The anesthesiologist had performed mucus treatment , but it was useless. Just before the ¿gasp¿ was heard, the patient and/or the emg tube not repositioned. The other endotracheal tube was ready, and then the previous one was pulled out while checking second and third tube. After extubating, because it was a pollutant, no further monitoring was performed. But in the body, the anesthesiologist saw that there was an air leak and tried to inflate again, but it didn't work. Large cuff was inflated. For details, please refer to the returned object later. All brand new tubes. The first tube and the second tube are still from the same batch. Because of this problem, the third tube from another batch was replaced. After that day, the hospital no longer dared to use our endotracheal tube.